Event description:
Customer reported the system would not produce x-rays. No patient injury was reported.

Manufacturer narrative:
A ge representative contacted the customer by phone, and a broken wire was identified as the cause of the problem. Customer repaired the broken wire. System operates as intended.